Event description:
It was reported that there was a pericardial effusion (pe). The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac access solution was selected for use. The patient had challenging anatomy (lipomous septum and over riding aorta), and the physician had difficulty completing the transseptal puncture using versacross connect and watchman trusteer access system (was). After two hours of trying to cross the septum, the physician noted that there was a posterior pericardial effusion. The physician performed a pericardiocentesis and drained fluid from the patient. No closure device was attempted to be implanted. The patient was kept hospitalized overnight for observation and was discharged the next day. No issues were noted with the versacross devices. Perforation was not confirmed. Act was therapeutic. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.